Event description:
It was reported that patient underwent a revision surgery for his inflatable penile prosthesis (ipp) due to fluid loss. A new ipp was implanted. No information about the patient outcome is available at the moment. Additional information was requested. Additional information was received. Cylinders did not fill.